Manufacturer narrative:
A medtronic representative performed a 4 hour training on (B)(6), with the medical technical department. The focus was to perform tracing to secure accuracy. The rep explained what can result in inaccuracy and how to prevent it. The medical technical department is the first line of support for this site. They have not had any issues with the system since this reported issue occurred.

Event description:
A medtronic representative reported that, while in a cranial procedure, an alleged inaccuracy occurred with optical navigation. It was noted that trouble-shooting was performed remotely. The hospital will perform a new tracing to confirm movement of the patient reference as the cause of the reported issue. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6). On (B)(6) 2015 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. On (B)(6) 2015 a medtronic representative, following-up at the site, reported that the hospital performed a new tracking the following day that was without issues. There were no problems with the accuracy and no other remarks. The medtronic representative has arranged to perform a training on (B)(6) 2015 for the medical technical department and any doctor that would be interested. On (B)(6) 2015 a medtronic representative, following-up at the site, reported the inaccuracy was noticed immediately after going sterile. On (B)(6) 2015 further details from medtronic representative: surgical procedure was third ventriculostomy with suretrack on the endoscope. The procedure succeeded but the insertion of the scope was to deep compared with the planning. Their was a delay in the procedure, because we had to change the surgical dressing of the patient and also had to use more sets of instruments. On (B)(6) 2015 software analysis was unable to determine probably cause with the information provided. Suspect frame was moved while going sterile as a new registration resolved the issue.